Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a code 1004 indicative of a short circuit condition. Also, this ICD exhibited multiple dates with error code 1006, indicative of a high voltages detected on a lead during a device charge. Technical services (ts) recommended immediate ICD replacement and evaluation of lead integrity. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a code 1004 indicative of a short circuit condition. Also, this ICD exhibited multiple dates with error code 1006, indicative of a high voltages detected on a lead during a device charge. Technical services (ts) recommended immediate ICD replacement and evaluation of lead integrity. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.